Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer's wife stated that patient started a new pump today and the blood glucose is not being sent from the meter to the pump. The customer's wife reported that the patient needed assistance in programming pump. Customer's blood glucose was 400 mg/dl. The customer was assisted with programming. The customer declined troubleshooting for high blood glucose.